Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Additional information received states: the device and guide wire were withdrawn together and the shaft separation was noted when the device was pulled out from the patient anatomy. There was no intervention required. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity, moderate calcification and 80% stenosis in the mid left anterior descending (lad) coronary artery. The 2.5 x 20 mm trek balloon catheter was advanced for pre-dilatation, but resistance was met during the attempt to cross the lesion and the distal shaft separated a few inches below the balloon. The shaft separation occurred while inside the patients anatomy. Another device was used in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.